Manufacturer narrative:
(B) (4).

Event description:
It was reported that the patient had no stimulation sensation. The patient was feeling stimulation when she went to sleep, but didn't feel it when she got up. The status lights were assessed with the patient programmer, the 9v, and implantable neurostimulator (ins) light were on, and the battery light was off. There was no known accident or incident related to the event. The patient was scheduled for reprogramming.